Event description:
It was reported that the patient had an infection less than a week after the lead pull. Symptoms of swelling, bumps, and irritation were noted. The physician believed that it was not an infection but scar tissue. The patient was given antibiotics. The bumps were disappearing, and the patient felt better.

Manufacturer narrative:
Event date: exact date unknown, event occurred less than a week from the date the manufacturer was made aware of the event.